Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog. Product type: programmer, physician: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 355531, lot# n318681, implanted: (B)(6) 2012. Product type: screening device: product ID 3550-14, lot# n319772, implanted: (B)(6) 2012. Product type: accessory: product ID 3550-14, lot# n319111, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient's stimulator was not working. It was stated that the patient needed reprogramming because her pain was coming back. It was noted that the patient could not lay flat on her bed and had to turn her implantable neurostimulator (ins) off to sleep. It was stated that the patient received a poor communication screen on the programmer. It was noted that the patient had "black outs from her blood sugar." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).